Manufacturer narrative:
There is no indication of the valve being explanted. The edwards sapien 3 ultra transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 ultra valve in a native mitral valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 ultra valve in this scenario. Per the instructions for use (IFU), arrhythmias are a potential adverse event associated with thv valve replacement. Atrial fibrillation is a common pre-existing arrhythmia in patients undergoing valve replacement. It also can be associated with the procedure or can be a progression of the patient's disease at some point in the post-operative period. According to the literature review, and as documented in ew clinical technical summary for complaints- atrial fibrillation,'' despite ongoing efforts to decrease its occurrence, postoperative atrial fibrillation (poaf) remains a frequent complication of cardiac surgery. Although the etiology of poaf is not completely understood, several mechanisms and risk factors have been identified. Multiple studies have reported the main factors associated with an increased risk of poaf as advanced age, the complexity of the procedure, a history of heart failure, and low ef in addition to a higher euroscore, which is descriptive of the current thv patient population. A review of the literature involving the study of thousands of patients has found no cases in which the cause of poaf was determined to be related to the device being implanted. As a result, an in-depth investigation into these events, beyond documentation of the potential predisposing factors, is of limited value. Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Red cells may break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they may be destroyed due to defects in the cells themselves. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Lvot obstruction in patients who undergo transcatheter mitral valve replacement is a well-recognized postoperative complication. In most cases of postoperative lvot obstruction, the obstruction results from the protrusion of the valve into the lvot or from abnormal subvalvular positioning of the prosthesis. Additionally, lvot obstruction may occur postoperatively if there is a narrowed mitral-aortic angle, or due to a thickened interventricular septum. Other possible causes include a hyper contractile left ventricle or atrial fibrillation. Obstruction of the left ventricular outflow tract can also be caused by patient factors (anterior mitral leaflet protruding into the lvot) or procedural factors (positioning of the valve frame within the annulus). Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases lvot obstruction could result in clinically significant hemodynamic compromise that may require explanation of the thv with surgical correction. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of the hemolysis is unknown. Investigation results are inconclusive, as the exact cause of the events are unknown. However, the events could be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Valve remains implanted.

Event description:
As reported by field clinical specialist, the patient was stable post implant of the 26 mm sapien 3 valve in mitral mac case done. The fcs was informed the patient passed away five days post procedure due to multi-system organ failure. Per medical record review, the patient had an lvot obstruction, and subsequently passed away. The exact cause of death was "hemolysis and multi-organ failure". Per medical records, the patient presented with severe mitral stenosis. A successful tmvr with 26 mm sapien 3 ultra in mac (mitral annular calcification), via right femoral vein, transseptal approach. After valve was deployed lvot obstruction was noted, and an angioplasty was performed with an 8 mm and then 12 mm armada balloon in order to modify the sapien frame and alleviate significant lvot obstruction. Post procedure, she was transferred to cvicu on multiple pressers, that were weaned off. No edwards device malfunctions were listed. Echo performed two days post procedure, the mv mean gradient was 5 mmhg. There is lvot obstruction with peak gradient of 68-105 mm hg and mean gradient of 46-68 mmhg (beat to beat variability) across the normal functioning bioprosthetic aortic valve. Post operative day 1, the patient was transfused 2 units of prbc for expected post procedure blood loss on chronic anemia. The patient was noted to have labored breathing. Cxr was performed and she was given IV lasix. Post operative day 2, the patient went into uncontrolled atrial fibrillation. She was given an amiodarone bolus and cardioverted twice. The patient was re-intubated and started on pressers to support her blood pressure. Cwh was started for acute kidney injury. The patient went into multi-system organ failure. Post operative day 4, the patient was transitioned to dnr after family discussion. Post operative day 5, the patient went into asystole and expired.